Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis investigation could not replicate the customer reported complaint.

Event description:
Refer for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting repeated error c-34 on vio dv iesu, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed error c-34 upon reviewing the error logs. The fse replaced vio dv iesu to resolve the issue. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint; however, evaluation/investigation has not been completed. A follow-up MDR will be submitted if the product is evaluated. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable event due to the following conclusion: the integrated electrosurgical unit (iesu) was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically a third-party esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer informed the technical support engineer (tse) that repeated error c-34 occurred on vio dv integrated electro surgical unit (iesu). The customer replaced vio dv with ft10 electro surgical unit (esu) to resolve the issue. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system without error.